Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that the patient went to the emergency room (ER), due to the incision on their chest having opened and dried blood leaking at the pocket site. The patient had an implant surgery on (B)(6). And the hospital surgeon did not seem to think closing the wound was necessary. And the patient was advised, to take antibiotics and call their doctor's office. The issue was not resolved. It's unknown, if surgical intervention will be planned. Additional information was received from the manufacturer representative (rep) on (B)(6) 2023 reported, that the patient saw the doctor on (B)(6) 2023, and they placed steri strips to keep the incision closed. The patient was instructed to take pictures of the incision site and send them to the doctor every (B)(6) days to see progress. The patient would see the doctor for a follow visit in (B)(6) weeks. (B)(6) 2023, the rep also confirmed, the patient is under antibiotics. The cause of the opened incision and leaking remains unknown. The information was verified with the consumer.